Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic reviewed a literature article regarding a single (B)(6) female patient who underwent an embolization procedure with onyx to treat a left spetzler martin grade iii fronto-temporal ateriovenous malformation (avm). It was noted that blood flow was very fast. Superselective catheterization was performed with flow-directed microcatheters in the m2 which was thought to be the location of the feeding arteries. Drainage was into the transverse sinus. Slightly less than 1mlof onyx was injected into the feeding artery and avm nidus and it was noted that the onyx quickly filled the middle cerebral artery (mca) and branches and the surgical team then considered that the feeding artery might actually have been the mca and left internal carotid artery (l-ica); angiography confirmed. At that point the patient was transferred to an operating room. A large pterional craniotomy was performed, exposing the anterior and middle skull base, and the fronto-temporal dura was opened. The superior sylvian veins were observed to be filled with bright red arterial blood and the sylvian fissure was dissected. The mca trunk as well as the m2 and m3 branches were filled with onyx. The surgeon performed an arterotomy on the mca trunk, removed the onyx, and sutured the arterotomy. The same procedure was completed on the m2 and m3 segment to remove all the onyx gel. In total 10 arterotomies were completed successfully. 8 hours post-operative, all arteries were observed to be pulsating and the avm was able to be successfully treated. There was concern that there could be a malignant mca infarction from the removed bone flap. Cta was performed immediately post-op to confirm that the l-mca and all branches were unobstructed and this was confirmed. The patient was admitted to ICU for intensive care observation and close blood pressure monitoring and control. 24-28 hours post-op, MRI showed that the avm nidus was removed and there was no perfusion decrease. At 3 month follow-up, the patient had made an excellent recovery.